Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the products to examine; however, polyethylene wear after approx 16-1/2 years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the reported product codes are discontinued items. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Bilateral pt was revised to address poly wear.